Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI):(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a perforation occurred in the distal left anterior descending (lad) with the use of an unspecified device and the graftmaster was advanced in the vessel but could not cross the perforation. It was noted the perforation sealed by itself. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.